Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). Examination of returned device found no evidence of product non-conformance and confirmed reported condition. A conclusive root cause of the event could not be determined. This MDR reportable event was identified to meet reporting requirements of 21 cfr 803 during an internal review and, therefore, is being filed retrospectively. The device listed in this report is used for treatment, not diagnosis.

Event description:
It was reported by the sales rep that during a total knee arthroplasty the surgeon impacted the drive pin on the validation tool with a mallet and the drive pin fractured off the instrument. The fractured pin did not fall in the surgical field, and was discarded following the procedure. There was no adverse patient impact reported.